Event description:
A malfunction with the pump, identified by the code malf 0, was reported by the customer. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. In response, the customer prepared for the use of multiple daily injections (mdi) as a backup therapy, and tandem technical support arranged to replace the pump. The customer was instructed to put the pump into storage mode and return it using a pre-paid label within 10 days, and all instructions were acknowledged by the caller.